Manufacturer narrative:
It was initially reported that the headend siderails could not latch due to damaged siderail assemblies. Follow-up submitted as further investigation determine the siderails were able to latch; however, both head end siderail controls were working intermittently due to the siderail buttons being worn.

Event description:
It was reported via repair work order that both head end siderail controls were working intermittently due to the siderail buttons being worn. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the headend siderails could not latch due to damaged siderail assemblies. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.